Event description:
It was reported that the patient used purewick female external catheter product at jfk hospital for 24 hours at a time and patient got bad infection. Representative recommended usage for wicks at home were good for up to 12 hours. Patient was not dealing with incontinence at the moment. Patient had been using the purewick product for less than 30days. It was unknown what medical intervention was provided for infection. Per customer via phone on 09feb2023, it was reported that customer was no longer using the machine at the moment due being mobile again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as use related as the patient used the catheter up to 24 hours. A potential root cause for this failure could be due to ¿user aware of need to replace or wants to extend life of single device." A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "maintenance: 6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Recommendations: replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Contraindications: patients with urinary retention." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient used purewick female external catheter product at (B)(6) hospital for 24 hours at a time and patient got bad infection. Representative recommended usage for wicks at home were good for up to 12 hours. Patient was not dealing with incontinence at the moment. Patient had been using the purewick product for less than 30days. It was unknown what medical intervention was provided for infection. Per customer via phone on 09feb2023, it was reported that customer was no longer using the machine at the moment due being mobile again.